Manufacturer narrative:
Corrected data: b2, d4 and h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.

Event description:
It was reported that during a case using the spine guidance 5 software, there was no error message alerting user that the patient tracker had moved, which could have led to an inaccuracy.